Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial and left ventricular lead had exhibited high capture threshold and had dislodged. The patient presented on (B)(6) 2018 for lead revision procedure and both leads were explanted and replaced. No further information was available.

Manufacturer narrative:
This supplemental report is to correct the previously submitted report to include the occupation "other healthcare professional. This supplemental report is to correct the previously submitted report to include that it is unknown a report was submitted by the initial reporter.